Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with its pusher assembly and the coil winds were offset. The introducer sheath had coagulated blood inside. Conclusions: evaluation of the returned device revealed that the smart coil¿s embolization coil had offset coil winds and the introducer sheath had coagulated blood inside. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, damage such as the offset coil winds may occur. The offset coil winds likely created resistance and prevented the coil from being advanced out of its introducer sheath and into the microcatheter. Further evaluation of the returned device revealed that the smart coil introducer sheath had coagulated blood inside. The coagulated blood inside the sheath likely contributed to the smart coil not being able to advance out of its sheath and through a demonstration catheter during the functional test. The non-penumbra microcatheter referred to in the complaint was not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a prostate hyperplasia using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance a smart coil out of its introducer sheath and into a non-penumbra microcatheter; therefore it was removed. The physician then laid the smart coil on the sterile trolley to see what was going on and the smart coil would not advance out of its introducer sheath. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.